Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that alaris syringe pumps misreading bd 3ml syringes as 10ml particularly in the neonatal intensive care unit (nicu) and pediatrics. There was patient involvement, however outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. Investigation summary: the root cause of the reported issue, in which alaris syringe pumps misread bd 3ml syringes as 10ml, was not identified during the investigation. Laboratory testing could not be performed due to the suspect device not being returned for investigation. Bd representative stated that the probable root cause is due to facility using unapproved flush syringes barrels for a 10 ml syringe the event date and time were not reported. The log analysis could not be performed due to no devices being returned for investigation. Do not use incompatible syringe sizes and models with the syringe module. Use of incompatible syringes can impact pump operation resulting in inaccurate fluid delivery, delayed generation of occlusion alarms, and other potential problems, which is of particular importance for neonatal populations, including low, very low, and extremely low birthweight neonates. There was patient involvement, however outcome is unknown the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue, in which alaris syringe pumps misread bd 3ml syringes as 10ml, was not identified during the investigation. Bd representative stated that the probable root cause is due to facility using unapproved flush syringes barrels for a 10 ml syringe; however, this was not confirmed since the device nor the syringe barrel were not returned for investigation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that alaris syringe pumps misreading bd 3ml syringes as 10ml particularly in the neonatal intensive care unit (nicu) and pediatrics. There was patient involvement, however outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.